Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had damaged cable/cord/wiring, defective control, hole in the hose, loose connector sleeve, emitted smoke and the motor had rust spots. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Mfg date: the device date of manufacture was inadvertently missed in the initial report. It has been updated as feb 7, 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and noted that the control was defective, the motor had rust spots, hole in the hose, connector sleeve was loose and the machine emitted smoke immediately. Therefore, the reported condition was confirmed. The assignable root cause was due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.